Event description:
New information notes the device was successfully reprogrammed.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The device was post-paced t-wave oversensing. The patient did not receive therapy. The oversensing was noted on a real-time egm. Device reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.